Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer tried to reset the pump multiple times and got the pump error alarm probably 6 times while trying to rewind. Customer was able to clear the alarm however not able to rewound the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.